Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was determined that the reported issue occurred due to a damaged plug unit. Olympus will continue to monitor field performance for this device.